Event description:
It was reported that the patient presented to the emergency room with complaints of dizziness and shortness of breath. Interrogation revealed that the right atrial lead exhibited loss of capture and high p-wave amplitudes. No device intervention was performed. The patient was stable.